Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during an unknown procedure, the switch button did not return, and the device continued activating when the device was used for coagulation. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2019. Additional information: procedure was an aortic aneurysmectomy. During an aortic aneurysmectomy, the femoral artery was slightly damaged. Suturing was performed to stop bleeding. The amount of bleeding was unknown. Blood transfusion was not required. The patient is stable. The hospitalization is not prolonged.

Manufacturer narrative:
(B)(4). Date sent: 2/15/2019 . Investigation summary: received one each of 0035h, lot number 1704218. Device appeared to be very clean with no electrode included with the pencil. Connected to lab generator and both cut and coag activated and deactivated appropriately. Tested device on multimeter and cut and coag were both within specifications when activated. No issues found, complaint is not confirmed. The DHR review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures.